Event description:
A hemodialysis inpatient user facility reported that dialyzer was flipped with the return end up. During re-transfusion blood was noted dripping on the floor. The blood loss was "minimal (drops only mixed with dialysate)". The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.

Manufacturer narrative:
The complaint is confirmed as a foreign matter related external leak per visual examination, which observed a particulate located between the silicone o-ring and polyurethane cut surface on the cavity ID end between zero degrees and forty degrees (with the dialysate ports at zero degrees). Visual characteristics of the particulate are consistent with polyurethane/polyethylene (pe/pu) silvers, they are thin and flexible but retain shape. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.